Event description:
It was reportd that during a treatment procedure to place a titanium greenfield vena cava filter, the filter failed to expand. A femoral artery vascular access site was used. It was noted that initially there was difficulty advancing the filter, but after gentle manipulation the filter advanced easily. A second filter was placed superiorly to prevent migration of the unexpanded filter and the procedure was completed. No pt injuries or complications were reported. Made five attempts in three weeks to obtain additional info and have been unsuccessful.